Event description:
It was reported that this right ventricular (rv) lead showed high capture thresholds with loss of capture (loc) and high, within range pacing impedances. Furthermore, the patient was experiencing low heart rates with asystole. The physician decided to surgically abandon the rv lead and explant the pacemaker due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.